Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified neuro surgery, it was observed that the console device displayed an e6 error code while in used with the motor device. The reporter stated that smoke was smelled coming from the unit. As a result, there was a five to ten minute delay in the planned surgical procedure to set up the spare identical devices. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the temperature was above manufacture's specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be sent accordingly.